Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and suffering, mental anguish, emotional distress, disfigurement, physical impairment, psychological injury, embarrassment and humiliation, progression of existing conditions and a product problem. The plaintiff also experienced anterior components of the mesh pull out from the obturator muscle resulting in a recurrence, enterocele, cystocele, incomplete bladder emptying and some mild perivaginal defects. Furthermore, it was reported that the plaintiff died. The causes of death were reported as cardiopulmonary arrest, pulmonary embolism and hypertension. Related to MFR #2183959-2015-00571